Event description:
Same case as MFR report #2134265-2011-06045. It was reported that post a coronary stenting treatment procedure, the patient expired. Details of the lesion are unknown. It is noted that major compression occurred at 12mm which was a chronic total occlusion case. During the index procedure, the physician had to go through the septals obtuse marginal collateral to gain access retrograde of the right coronary artery (rca). The physician successfully deployed a 2.75x38mm ion stent mid to proximal at 14 atms for 12 seconds. The ostium required another stent. The proximal stent and the residual proximal lesion in the remaining unstented segment were dilated with a used of a 2.5x20mm nc quantum apex and a 3.0x20mm nc quantum apex balloon which was inflated at 30 atm. Subsequent fluoroscopy clearly showed approximately 12mm compression of the 2.75x38mm ion stent. The physician gained access to the compression, predilated and successfully delivered a 3.0x28mm promus stent at 16 atm. This stent balloon was used to post dilate the mid/proximal segment at 18atm. Timi flow 3 was noted. A 2.25x28mm promus was deployed at 12 atm in the distal rca and the 2.5x28mm promus was deployed at 14 atm in the mid rca. The physician deployed a 2.25x28mm promus stent at 10 atm in the mid to distal lad. The 2.75x32mm ion stent was deployed at 13 atm in the ostial lad. Post dilation was performed with a 2.75x12mm nc quantum apex inflated to 20 atm. The origin of a very large ramus intermedius artery had mild disease in it prior to the percutaneous coronary intervention (pci). After lad ostial stenting, this origin was compromised likely from plaque shift but had timi 3 flow noted. No pci of the ramus was performed during the initial intervention. The patient returned the following day for thrombus in the lad stent, the ramus origin appeared similar to previous day. Both lad and ramus vessels were wired; aspiration thrombectomy and balloon angioplasty were performed in the lad. After balloon angioplasty of the ostial lad stent, the origin of the ramus appeared worse and had decrement in flow however, due to placement of the ostial lad stent, a balloon could not successfully be delivered into the ramus and no further pci was performed. The patient expired shortly thereafter.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).